Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the customer tried to put air in the cuff during the pre-use check, but it got torn. This event was observed in three (3) products consecutively. The fourth product was successfully inflated. No patient injury reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Three used decontaminated samples were returned for investigation. Photo of the samples are attached to the complaint. Under visual inspection the samples appeared to be in good condition. During manufacturing process the devices are 100% inflation tested, which includes inflating each device cuff and leaving for a 12 hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. The inflation test was repeated on the received samples. It was found that samples cannot pass this 12 hour test - cuffs were deflating during inflation. Sources of leaks were detected by water testing - all three samples have tears in cuffs. Due to fact that cuff deflations were not observed prior use, it is most probable that reported failures occurred during tracheostomy procedure or during use. The cause of the reported problem was traced to the user manipulation of the device. A DHR (device history review) was performed and no problems or issues were identified during this DHR review.